Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction functionally passed all returned product testing, and with no further information to indicate a product performance issue, it was concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.